Manufacturer narrative:
The device was returned with the complaint for investigation. Visual inspection of the returned implant condition found that the anterior locking tab shows damage from use. The device history records were reviewed and identified with no deviations and/ or anomalies. The device is used for treatment. A product history search was conducted for this combination of part and lot number combination and found no additional complaints. Per the gender solutions surgical technique, "engage the posterior tabs by pushing the articular surface posteriorly by hand. Position the face of the inserter head so that the cong or ultra marking faces the impaction surface of the articular surface to be impacted. Orient the flex tibial inserter on the anterior proximal face of the anterior surface at approximately a 45 (degree) angle from vertical". From the patterns of damage found, it is apparent that the device was not firmly engaged posteriorly to allow for anterior locking. Therefore, it is believed that the root cause is due to misuse.

Manufacturer narrative:
This report will be amended when our investigation is complete. Returned, not yet evaluated.

Event description:
It is reported that the surgeon had difficulty implanting the articular surface as the implant would not seat properly. Another device was used to complete the surgery.